Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 6 bd vacutainer® acd solution b blood collection tubes had poor barrier separation of the sample. The following information was provided by the initial reporter: "material no. 364816, batch no. 9126920. It is reported customer experienced poor serum after centrifugation. (B)(6) 2021: bd tech (B)(6), "customer states that after centrifugation the bloods do not look like they have been spun, tubes appear to still be whole blood. There is no cell pellet at the bottom of the tube. Centrifuge is functioning fine and tubes have been respun and still look the same. They spun the tubes in 3 different centrifuges and they all came out looking the same. She did not know the time and speed of centrifuges but they are not new and have been using with no issues. All 6 tubes are from the same patient and as far as she knows there is no medical reason for this occurrence. Customer sent pictures which are attached to case. Site received these bloods from an off site location and they were drawn by direct venipuncture. Site will continue to monitor and report if this happens again on different patients.""

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for poor plasma/ separation issues with the incident lot was observed. To further investigate, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to poor plasma were observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was able to confirm the reported defect based on the photos provided. The customer¿s indicated failure (poor plasma - separation issues) was not evident in the testing of the retention lot samples. Evaluation of both retain and control samples tested were acceptable. Separation of cells and plasma was complete. All samples demonstrated clinically acceptable performance for all visual observations evaluated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. See h.10.

Event description:
It was reported that 6 bd vacutainer® acd solution b blood collection tubes had poor barrier separation of the sample. The following information was provided by the initial reporter: "material no. 364816, batch no. 9126920 it is reported customer experienced poor serum after centrifugation. (B)(6) 2021: bd tech (B)(6), - "customer states that after centrifugation the bloods do not look like they have been spun, tubes appear to still be whole blood. There is no cell pellet at the bottom of the tube. Centrifuge is functioning fine and tubes have been respun and still look the same. They spun the tubes in 3 different centrifuges and they all came out looking the same. She did not know the time and speed of centrifuges but they are not new and have been using with no issues. All 6 tubes are from the same patient and as far as she knows there is no medical reason for this occurrence. Customer sent pictures which are attached to case. Site received these bloods from an off site location and they were drawn by direct venipuncture. Site will continue to monitor and report if this happens again on different patients.""